Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/13/2023. The following additional information was received: lot number : unk shbaxa. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03080, 2210968-2023-03081, 2210968-2023-03082, 2210968-2023-03083, 2210968-2023-03084.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/15/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, one open sample that pertains to the product code 8741h. This product code is double-armed. Upon visual inspection of the returned sample, it was noted that one of the needles was not returned for analysis. In addition, the needle suture was visually inspected, and the swage and attachment area were noted to be as expected. The suture was examined along of the strand and the insertion mark could be observed at the other extreme. A functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03081, 2210968-2023-03082, 2210968-2023-03083, 2210968-2023-03084.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2023. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03080, 2210968-2023-03081, 2210968-2023-03082, 2210968-2023-03083, 2210968-2023-03084.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unknown: - lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-03081, 2210968-2023-03082, 2210968-2023-03083, 2210968-2023-03084.

Event description:
It was reported that a patient underwent surgical construction of a shunt on (B)(6) 2023 and suture was used. The needle was detached from the suture during use. The same thing occurred with several products that were in the same box as the complaint product. These were not control release needles. There were no adverse consequences to the patient. Additional information was requested.